Manufacturer narrative:
Medtronic received the following information from a journal article entitled; aortoenteric fistula after endovascular mycotic aortic aneurysm exclusion: lessons learned during the covid-19 era hassan a, khan a, huasen b, banihani m bmj case rep 2021;14:e238875. Doi:10.1136/bcr-2020- 238875. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in the endovascular treatment of 62mm saccular, infrarenal abdominal aortic aneurysm, with retroperitoneal stranding and reactive lymph nodes suspicious of a mycotic aneurysm. Right iliac artery embolization and a left to right femoral to femoral bypass was performed using a non mdt graft. The patient was discharged 18 days postoperatively with no evidence of endoleak or lower limb ischaemia. Long term antibiotic treatment was recommended but was ceased at 3 months post the evar procedure. This triggered a reoccurrence of fever and lower back pain for the patient. A repeat cta suggested persistent inflammation but no aneurysm dilatation or leak with patent bypass grafts. A 6-week course of parenteral antibiotics was administrated followed by a step-down to oral antibiotics. The patient was lost to follow-up but re-presented 1 year later with symptoms of intermittent claudication and gluteal pain initially thought secondary to right internal iliac embolisation. A CT at 1-year confirmed satisfactory appearance of the evar and bypass grafts with complete resolution of inflammatory changes. 2 years after emergency evar, the patient was admitted to a local hospital with a massive per-rectal bleed and a significant drop in haemoglobin levels. An upper gastrointestinal (gi) endoscopy suggested an active ulcer in the third part of the duodenum and possible visualization of aortic graft material at the base of the ulcer. Intervention was performed and the physicians chose to reline the aortouni-iliac graft with further iliac extension using endurant ii stent graft as a temporary measure to help stabilize the patient and allow optimization of his general condition. Parenteral antibiotics and nutritional support were commenced for 2 weeks before proceeding to surgical explanation of the graft, aortic replacement and duodenal repair. An initial laparotomy confirmed aortoduodenal fistulation. The duodenum was mobilised, revealing a bile-stained evar stent. The proximal aorta above the fistula was too thin to allow safe suturing; the suprarenal fixation component was set in the superior mesenteric artery (sma) origin, and the tissues were too friable to allow full explanation. The graft was then divided below the proximal two rings of the stent, leaving a ¿synthetic aortic neck¿ to re-enforce the aortic wall and allow repair. The rest of the stent graft and the right iliac occluder system were removed and all necrotic tissue was debrided. The first week following the procedure the patient unexpectedly developed two generalised tonic clonic seizures. The patient was started on antiepileptics and follow-up demonstrated no residual neurological deficits. The patient was then developed multi systemic symptoms before being diagnosed with covid 19 and treated with oxygen and medication. The patient recovered and was discharged after 43 days in hospital.